Manufacturer narrative:
The customer reported that the day after the transport of the patient, it was found that the a/c power plug ground prong was bent, so the prong was straightened out. The customer attached the training balloon and ran the iabp on battery one and a/c power for approximately 1 hour and battery 1 was not depleted, remained at 100%. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse ran the iabp on battery #1 for about 35 minutes (to approximately ½ reserve) and then connected the auxiliary power supply in bay #2, then let the iabp run that way for another 30 minutes. The battery did not drain any further. The fse removed the portable supply and continued to run out the battery for an additional 40 minutes until it was drained. It did not appear that there were any charge losses while the iabp was running on the portable supply (in bay 2). The customer reported to the fse that the power plug had a bent ground prong and that it may have contributed to the reported issue. The fse recommended to the customer that the power output in the helicopter be checked to ensure it is ac power that meets the specifications of the cardiosave iabp (no issues). The fse then performed a full preventive maintenance (pm) with all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. As part of the pm the batteries were replaced. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a patient transport (helicopter), the cardiosave intra-aortic balloon pump (iabp) was running on the auxiliary power supply but the installed battery still discharged. The air transport time of approximately 1 hour and 40 minutes of flight time when patient was on a/c power. Patient was loaded into the aircraft, battery 2 was removed and a/c power installed and plugged into aircraft power, and at that time battery 1 showed approximately half full and the a/c power icon was present. Throughout the transport the flight crew checked and the a/c power icon was present (no recollection of what % was listed for battery 1). Upon landing at the airport and the power to the aircraft was turned off the iabp shut off. The a/c power plug was removed and battery 2 was placed into the console. The iabp turned back on, battery 1 showed empty and battery 2 was full. No further issues for the reminder of the transport. It appeared that throughout the transport there was not a constant a/c power connection causing battery 1 power to utilized. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, b6, b7, d11, g4, g7, h2, h6(investigation type), h10, h11 corrected fields: g1(contact person), h4. Patient height: approximately 161cm.

Event description:
N/a